Event description:
A discordant cyclosporine (csa) result was obtained on a dimension rxl max hm instrument. The result was reported to the physician, who questioned the result. The patient was not treated based on the result. The sample was retested two additional times with cyclosporine extended (csae) method and these results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant csa result.

Manufacturer narrative:
A siemens field service (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the cause of the discordant csa result is user error. The operator failed to comply with csa instructions for use (IFU), which indicates that csa results greater than 500 should not be reported; a dilution should have been performed and the sample retested. An excerpt from the IFU is as follows: "samples with results in excess of 500 ng/ml should be repeated on dilution". The instrument is performing within specifications. No further evaluation of the device is required.